Event description:
It was reported that this right ventricular (rv) lead showed a higher threshold than at the time of implant during a routine follow up. The patient was admitted to the hospital, where a chest xray (cxr) revealed no changes from the original implant. Upon further evaluation, the device was rechecked by a representative, and it was noted that the rv threshold was 4.5 v at 1 ms, impedance had decreased to 300 ohms (from 400 ohms at implant). As a result, an rv lead revision was performed on the same day without any complications, and the patient received the usual post operative care. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.